Event description:
It was reported that during equipment testing conducted at the user facility, the drill was overheating. No pt involvement, no delay, no medical intervention, and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional info will be submitted once the device is received and the quality investigation is completed. If additional info is obtained and requires reporting.